Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2021. The patient was on bed rest in the intensive care unit recovering. The patient had systemic infection, pseudomonas aeruginosa. Pre multidrug resistant pseudomonas aeruginosa (mdrp), worsened to sepsis, and the patient passed away on (B)(6) 2021.

Manufacturer narrative:
Section h6 health effect - clinical code: correction. "1930 - unspecified infection" corrected to "1735 - bacterial infection". Manufacturer's investigation conclusion: a specific cause for the reported infection and sepsis could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . (B)(6) was returned assembled with the pump cable intact. The modular cable was also returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was also returned. The apical cuff was returned and engaged to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection revealed scratches around the circumference of the pump rotor and rotor well. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.